Event description:
Customer reported issues with her sensor and having highs and lows. Customer's current blood glucose is 66 mg/dl. Customer stated one of her sensors had a bent cannula. Her sensor readings are sometimes off. One time, her sensor read 500 mg/dl, but she was only at 300 mg/dl. A few hours ago, her sensor was reading 120 mg/dl, but she was actually at 80 mg/dl. Her sensor is currently reading accurately. She stated she had surgery last month and for the past two weeks, her blood glucose has been very erratic. Her lowest low was 29 mg/dl and her highest high was over 500 mg/dl. She was advised to speak to her doctor about her basal rates and was sent other prep-wipe samples for insertion sites. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.